Event description:
It was reported that, during a routine pump replacement for end of life (eol) of the pump with no patient symptoms or adverse events, the physician was unable to remove the catheter. It was noted that the plastic/"silastic" part literally slid off. The connector was removed. The patient's pump was used to deliver gablofen. It was later reported that the neurosurgeon could not get the existing sutureless connector off of the pump so a new one was spliced on. The patient was doing well with efficacious therapy at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter sutureless connector found difficulty with suture less connector which led to explant. Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.